Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. No product was returned. The investigation determined the most probable cause to be due to improper tube attachment, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: catalog number, serial number, UDI section, h4: manufacture date and g5: 510k are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced a leaking "y" connector. The pressure at the outlet indicated 300mmhg was within specifications. At the outlet of the "y", even if the plugs were placed instead of tubes, the pressure does not exceed 156mmhg and the air was leaking. Customer had to reposition the connector 3 times to avoid leaks and obtain the required pressure in the 2 solute compartments. Customer set up the device this morning and the pressure gauges indicates 200mmhg at most and must continually replace the pipe in the "y" anchors. There is no patient involvement and no patient or clinical injury.